Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2408-56, serial (B)(4), description: avista MRI perc lead kit, 56 cm. Model# : sc-4319, lot#: 20289803, description: clik x MRI anchor.

Event description:
A report was received that the patient experienced ipg pocket site discomfort and lumbar pain at the lead site. The patient underwent an ipg revision procedure to relocate the ipg and remove 2 compresses in the original pocket site. The lead was replaced for better lead positioning and comfort. Device malfunction was not suspected.

Manufacturer narrative:
Additional information was received that the 2 compresses were accidentally left in the ipg pocket during the original implant procedure.

Event description:
A report was received that the patient experienced ipg pocket site discomfort and lumbar pain at the lead site. The patient underwent an ipg revision procedure to relocate the ipg and remove 2 compresses in the original pocket site. The lead was replaced for better lead positioning and comfort. Device malfunction was not suspected.